Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's parent called and reported the insulin pump was alarming with failed battery test. Customer's blood glucose was 333 mg/dl. They were calling back after receiving a replacement battery cap. The customer reportedly used a new battery and the failed battery alarm recurred multiple times. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.